Event description:
I received a second treatment of vanquish me at (B)(6). The first treatment caused such severe pain and was told it was normal by spa tech. Went forward with second treatment and I now have a 'x' burned into my abdomen. FDA safety report ID# (B)(4).